Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he was treated by emergency medical services due to low blood glucose. The customer was treated with a shot of glucose and not taken to the hospital. He did not recall the blood glucose reading. He was wearing the insulin pump at the time of the event. The insulin pump was not returned or replaced.